Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 20-may-2021. The most recent information was received on 27-may-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('severe pelvic pain') in a female patient in her forties who had essure (batch no. 50741327) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), dizziness ("dizziness"), nausea ("nausea"), arthralgia ("multiple joint pain"), genital haemorrhage ("bleeding"), nervous system disorder ("neurological problems"), insomnia ("intense insomnia"), skin disorder ("skin problems") and fatigue ("progressive chronic fatigue"). The patient was treated with surgery (hysterectomy and salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, dizziness, nausea, arthralgia, genital haemorrhage, nervous system disorder, insomnia, skin disorder and fatigue outcome was unknown. The reporter considered arthralgia, dizziness, fatigue, genital haemorrhage, insomnia, nausea, nervous system disorder, pelvic pain and skin disorder to be related to essure. The reporter commented: events' occurrence period: year of 2019-2020. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 51 kgs. Lot number: 50741327 manufacturing date: 2013-06 expiration date 2016-06-30. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 27-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on (B)(6) 2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('severe pelvic pain') in a female patient in her forties who had essure (batch no. 50741327) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), dizziness ("dizziness"), nausea ("nausea"), arthralgia ("multiple joint pain "), genital haemorrhage ("bleeding"), nervous system disorder ("neurological problems "), insomnia ("intense insomnia"), skin disorder ("skin problems") and fatigue ("progressive chronic fatigue"). The patient was treated with surgery (hysterectomy and salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, dizziness, nausea, arthralgia, genital haemorrhage, nervous system disorder, insomnia, skin disorder and fatigue outcome was unknown. The reporter considered arthralgia, dizziness, fatigue, genital haemorrhage, insomnia, nausea, nervous system disorder, pelvic pain and skin disorder to be related to essure. The reporter commented: events' occurrence period: year of 2019-2020. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.